Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 465 mg/dl. The customer treated with the insulin pump for the high blood glucose level. Customer then treated with lantus. The customer stated that there must have been an occlusion but she did not record it in her insulin pump. The customer did not need to troubleshoot for the insulin flow block alarm. The infusion set will be returned for analysis. However, the insulin pump will not be returned for analysis.